Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the therapy was working great from wednesday until yesterday. Patient stated that yesterday, they peed all the way down into their (B)(6) shoes, and that earlier that morning they also had a bowel movement and when they got home from the grocery store their pad was full of poop. Patient states they are definitely experiencing some leaking. Patient mentioned they did try turning stimulation up a bit and then this morning they almost didn't make it to the bathroom in time. Patient states again they peed a little in their pants. Patient states they tried turning it up again but is concerned because their discharge papers said to not make any adjustments for the first 3 weeks. Patient inquired if this is ok to do. Troubleshooting was unable to be performed as patient was already aware of how to increase stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received. The patient has the device for both bowel and bladder. The patient keeps turning it up and having fecal leakage but is not having bladder issues. They did not answer when asked when the issue started. The patient said the therapy works and then it stops and they have to turn it up and then a couple days later they have leakage again. The patient just went to the gynecologist last week and was put on an antibiotic for an infection from the fecal leakage. They feel stimulation down the right leg. It was explained to the patient that if they are feeling stimulation down the leg they might have the stimulation too high. Their current setting is 3.9v on program 3. On the call the patient switched to program 4 at 1.0v and felt stimulation in the right butt cheek. The patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.